Manufacturer narrative:
Additional information : a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of the minicap transfer set came apart. It was further reported as "the extension portion between the line and titanium portion; the part of the line that feeds into the plastic twist cap". This occurred during patient infusion of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.